Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ten bd vacutainer® eclipse¿ signal¿ blood collection needles with integrated holder experienced blood spatter/leakage during use. The customer reported, "leakage between needle and holder at the connexion point during sampling (happened 10 times in (B)(6) 2018)".

Event description:
It was reported that ten bd vacutainer® eclipse¿ signal¿ blood collection needles with integrated holder experienced blood spatter/leakage during use. The customer reported, "leakage betwee nneedle and holder at the connexion point during sampling (happened 10 times in dec 2018)".

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and leakage within the flash chamber with the incident lot was observed. External leakage was not observed during testing. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, leakage within the flash chamber with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a user-related issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.